Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch screen that was not responding. The device was not in clinical use when the issue was observed. No patient or user harm reported. The hospital staff reported that the touch screen was not responding. The device was then evaluated by a biomedical engineer, and it was reported that the issue was not duplicated, and the screen was responding as it should. The touch screen was calibrated, and operation was verified.